Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they had a hard time clearing it. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further information reported.

Manufacturer narrative:
No unexpected button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads, a broken belt clip slot, a stained end cap sticker and a stained address and serial number label.